Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The information provided by the customer and the service business center (sbc) is evaluated as plausible. The customer reported an o-ring to be damaged. During their inspection, the sbc confirmed the reported issue. Furthermore, the sbc found the ceramic tip to have broken off. Based on the results of the investigation, it is likely that the following led to the malfunction: the reported issue was most likely caused by wear and tear and wrong handling by the user. Considering the age of the product, the damage to the sealing ring most likely constitutes signs of wear and tear and is most likely attributable to frequent use and poor maintenance. A damaged o-ring is very likely to cause the inner sheath to leak. Damaged insulation insert: based on the damage pattern, we assume that the damage to the insulation insert was induced thermally and/or mechanically. Therefore, it is most likely attributable to wear and tear and/or improper handling by the customer (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.). We cannot determine if there was pre-existing damage to the insulation insert or if it was already worn. Furthermore, it cannot be determined if the damage was caused during the last reprocessing of the instrument or during its last use in a procedure. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): before use: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. Inspection and testing: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the inner sheath, for 26 fr. Outer sheath had a damaged sealing ring (o-ring). The issue was found during a cystoscopy procedure. Inspection and testing of the returned device found the that ceramic head was also broken off. The procedure was completed with the same set of equipment. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.